Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer received the following results on the mobile system; 1.9 mmol/l at 8:41, 30.4 mmol/l at 8:51, and 4.7 mmol/l at 8:54. The customer experienced low blood glucose symptoms. No adverse event was reported. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.